Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was contamination on the response button switch. In addition, the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure and detached from the j1001 connector on the computer/analog board, bending the pins on the connector. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged connector was excessive force. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor had non-functional response buttons.